Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates the allegation was not confirmed. Product analysis found no evidence of device anomaly or damage outside the bounds of normal medical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was not connecting, and that the communicator power cord was hot. A boston scientific company representative opted to replace the communicator and the power cord. No adverse patient effects were reported. The communicator was no longer in service.

Event description:
It was reported that the communicator was not connecting, and that the communicator power cord was hot. A boston scientific company representative opted to replace the communicator and the power cord. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.